Manufacturer narrative:
Event term was updated to large left middle cerebral artery stroke. Event date and death date were updated. Event was treated with medication and comfort care. Death was classified as non-cardiac death. It was reported that the decision for palliative management led to death. Investigator assessed event is not related to device or antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. Approximately 21 months post index procedure, patient expired. Cause of death is unknown. Sponsor assessed event is not related to device or anti platelet medication.